Event description:
Additional information received from a healthcare provider via a clinical study reported the clinical study reported the patient denied nausea and vomiting on (B)(6) 2021. Those symptoms resolved without sequelae on that date. On (B)(6) 2021, the hcp explanted/not replaced the entire system. The hcp prescribed dilaudid 12 mg p3hr for pain until cleared to re-implant on (B)(6) 2021. The issue resolved without sequelae on that date.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported that per hospital notes, from (B)(6) 2021, the patient was administered IV antibiotics. The hospitalist suspected infected catheter.

Manufacturer narrative:
Continuation of d10: product ID: 8598a, serial# (B)(6), product type: catheter. Product ID: 8596sc, serial# (B)(6), product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a patient via a company representative (rep) reported that the patient had an infection in their spine that the infectious disease doctors said ¿takes two years to cultivate and is most commonly found on medical devices. It¿s not typically found on skin.¿ the healthcare provider (hcp) had no further details on the exact strain and neither did the patient. There were no external factors that contributed to the event. They had a total system explant on (B)(6) 2021. The hospital had not informed a rep of this infection at the time and explanted the devices on their own accord. Today, the patient's system was re-implanted and the event was resolved. The patient was very stable with their pain management with their previous pump and weren't requiring high doses of opioids. It was indicated that the pump was a safer option for the patient to manage their chronic pain. The patient had a medical history of post-laminectomy syndrome, low backpain, and a crushed lumbar vertebrae from a sledding accident. The patient was receiving hydromorphone (17.8 mg/ml at 1.801 mg/day), fentanyl (2000 mcg/ml at 202.4 mcg/day), and bupivacaine (17.8 mg/ml at 1.801 mg/day) via implantable pump. The patient was also receiving 16 tablets of 4 mg dilaudid per day but now the hcp plans to taper this prescription as they increase pump dosing. Other medications included adderall 10 mg tablet, adderall 20 mg xr tablet, delayed release 81 mg aspirin tablet, atorvastatin 20 mg tablet, cephalexin 500 mg capsule, chlorpromazine 50 mg tablet, diazepam 5 mg "tablet", hibiclens 4% topical liquid, hydrochlorothiazide 25 mg tablet, losartan 100 mg tablet, metoprolol succinate 25 mg extended release tablet, mupirocin 2% topical ointment, quetiapine 100 mg tablet, sertraline 100 mg tablet, and testosterone cypionate 100 mg/ml intramuscular oil. Patient allergies included ketorolac, lorazepam, morphine, and trazodone.

Event description:
Additional information received from a healthcare provider via a clinical study reported the pump system was replaced, on (B)(6) 2022, and the issue resolved without sequelae.

Manufacturer narrative:
Continuation of d10: product ID: 8598a; serial# (B)(6); product type: catheter; product ID: 8596sc; serial# (B)(6); product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone and fentanyl via an implantable pump. It was reported the patient had withdrawal symptoms of increased pain, gastrointestinal issues including diarrhea where patient was not able to make it to the bathroom, nausea, vomiting, and swelling around the pump. It was noted this had been going on for 3 weeks. Per patient, the physician suspected issues with the pump. On (B)(6) 2021, a normal catheter dye study was performed and the pump system was intact and functional. It was indicated the event was related to the device or therapy and possibly related to hydromorphone and fentanyl. No actions were taken and the event was ongoing. Additional information received from a healthcare provider via a clinical study reported the patient was seen in the ER after hours for increased pain, edema around the pump site without withdrawal symptoms on (B)(6) 2021. Additional information received from a healthcare provider via a clinical study reported laboratory testing was performed and cultures showed 1+ staphylococcus coagulase negative. The patient noted they had increased pain around the pump site. The hcp prescribed oxycodone 5 mg for increased pain and cephalexin 500mg. On (B)(6) 2021, the patient had no signs or symptoms of infection. No changes were made to pump therapy but the patient was administered 1g vancomycin. The patient was admitted to the hospital, on (B)(6) 2021, for the pump pocket infection. The next day, the provided rounded on patient; no signs or symptoms of infection. The patient to begin medication wean after discharge.